Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was put through extensive testing without duplicating the report. The device was recertified and returned to the customer. Review of the device logs showed that the device prompted multiple low battery and shutdown warning messages. When the device shut down because the battery depleted, the user turned it back on and it immediately responded with another low battery and shut down warning. There is no fault with this device, once a fully charged battery is used the device is fully operational. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.